Manufacturer narrative:
The reported event of the ins reaching eol/eos was confirmed. As received, the ins was unable to connect to the lab cp due to a depleted battery. When the ins was cut open and powered on using an external power supply, an error code was displayed on the cp indicating the patient settings had been reset to default values meaning they were set to off. The battery voltage measured below eos level. A longevity calculation could not be performed since the patient settings were not available due to the battery reaching eos.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg became inoperable on an unknown date. As a result, the ipg was replaced on (B)(6) 2020 and therapy was restored post operative.